Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 220 mg/dl on their blood glucose meter at 6:00 am. The consumer administered 3.5 units of insulin based on that result at 6:15 am. According to the consumer, an hour later, after finishing breakfast, he experienced a hypoglycemic event requiring emergent food to help raise his blood sugar levels. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.